Manufacturer narrative:
(B)(4) date sent 7/1/2026 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve, after positioning the device in maximum articulation and launching the section at the first staple shot, the blade did not retract and remained blocked after cutting. The surgeon had to perform the safety maneuver in order to be able to open the forceps, which nevertheless remained in the articulated position. To be able to extract it from the abdominal cavity, I had to first remove the trocar, then proceed with a disarticulation maneuver to release the device.